Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. The root cause of the foreign material came out of the biopsy channel and suction channel, and foreign material adhered to the suction cylinder, was unable to be determined. The event can be prevented by following the instructions for use (IFU): IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a noise image due to damage on the charged coupled device unit, the bending angle in the up direction and the play of the upward/downward knob did not meet the standard value due to the wear of angle wire, a chipped adhesive on the bending section cover, and the flexibility adjustment function did not work due to damage on the flexibility adjustment ring. Additionally, the following components were found scratched: universal cord, protector of the universal cord on the control section side, and the connecting tube. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1: (B)(6).

Event description:
The customer reported to olympus, the colonovideoscope had a blackout image that was unable to be restored. The issue was found during an unknown event additional details relating to the event have been requested, but no response has been received at this time. The device was returned for evaluation. During the device evaluation, the finding of foreign material in the channel tube and the suction cylinder was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.